Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient, the internal handles would not allow the associated defibrillator to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indiate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report numbers: 1220908-2010-03215 & 1220908-2010-03233 for similar reports from the same customer.